Manufacturer narrative:
The calibration was overdue and the slightly higher recovery was also indicated by the rising qc results. A new calibration was performed, which solved the issue. A general product problem can be excluded.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer performed calibration approximately once per month.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas e411 module. The initial result was 4.5 pg/ml. The sample was retested, but the result did not change. The customer performed calibration and repeated the sample. The repeated result, after calibration, was 3.6 pg/ml.